Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. The received data were carefully analysed. The available data confirmed intermittent drops of the pacing impedance below 200 ohm as well as the presence of artefacts in the rv channel, which led to vf detection. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 35 months, shock impedance values > 200 ohm and oversensing were reported via home monitoring. The lead remained implanted at that time. At the moment, no further details are available. Should we get more information, this report will be updated. No adverse patient side effects have been reported.